Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). No lot number information provided by the customer. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 08), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "broken drain." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. Without the device it is impossible to determine root cause of failure. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the customer stated: an evd broke while an rn was draining the csf. It didn't break the sterility of the set up but a forcep was needed to turn it, which can break the whole thing later. The system was changed and a safety event was also filed about the incident. No injuries.